Manufacturer narrative:
(B)(4).

Event description:
It was reported the physician "tried to get blood flashback whilst trying to locate the subclavian vein, was only able to aspirate air" with needle. Another set was obtained for use and inserted successfully. It was reported there was delay in therapy. No patient harm or complication reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). Additional information from the customer indicates the needle hub had a crack. The customer did not return a complaint sample; however, they supplied a video showing the reported introducer needle not being able to aspirate saline. The video also showed that when the reported introducer needle was replaced with another needle, the doctor was able to aspirate saline properly. However, a crack in the needle hub could not be observed in the video. Additional information was requested from the customer. The customer confirmed that the needle hub was cracked. The complaint is confirmed. The cracked needle hub explains why the reported introducer needle could not aspirate. A device history record review was performed with no evidence to suggest a manufacturing related cause. The IFU provided with this kit states: "caution: do not attempt to remove needles that have been placed into sharpsaway ii locking disposal cup. These needles are secured in place. Damage may occur to needles if they are forced out of disposal cup." "Air embolism can occur if air is allowed to enter a central venous access device or vein. Do not leave open needles or uncapped, unclamped catheters in central venous puncture site. Use only securely tightened luer-lock connections with any central venous access device to guard against inadvertent disconnection." "Do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage." "Excessive force can cause component damage or breakage." The report that the needle hub was cracked was confirmed through examination of the customer supplied video and the additional information received from the customer. The customer video showed the reported introducer needle not being able to aspirate saline. The video also showed that when the introducer needle was replaced with another introducer needle, the doctor was able to aspirate saline properly. After additional information was requested, the customer confirmed that the needle hub was cracked. The device history record was reviewed with no evidence to suggest a manufacturing related cause. Further investigation of this issue is being conducted under a CAPA. The CAPA failure investigation indicates that the probable cause is design related. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the physician "tried to get blood flashback whilst trying to locate the subclavian vein, was only able to aspirate air" with needle. Another set was obtained for use and inserted successfully. It was reported there was delay in therapy. No patient harm or complication reported. The patient's condition is reported as fine.